Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged and when attempting to place it again, the lead helix could not be retracted or extended. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended and retracted, but the number of turns to extend and retract the helix is greater than specification due to dried blood in is 1 connector pin.. The dried blood prevents the torque transfer to the helix when the is-1 pin is rotated. This is not a lead failure. If information is provided in the future, a supplemental report will be issued.